Event description:
The customer reported the failure of an m1663a ECG trunk cable. There was no report of patient harm.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.